Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed recorded episodes of non-sustained right ventricular oversensing (nsrvo). The episodes were caused by noise exhibited by the right ventricular (rv) lead. It was noted that the onset of noise coincided with an unrelated surgical procedure. Noise was unable to be reproduced in clinic. Programming interventions were made. The patient was stable throughout.

Event description:
An additional instance of oversensing due to noise was reported during in clinic check. Lead noise was not reproducible with isometric or pocket manipulation. No programming changes were made and the lead will continue to be monitored. The patient was stable and asymptomatic.